Manufacturer narrative:
On august 10, 2024, mentor was provided with a patient identifier. Patient age at the time of event: 67 years old on (B)(6) 2024, the patient reported she has anaplastic large-cell lymphoma (alcl) of the breasts. No medical records have been provided at this time, and no confirmation of the suspected alcl has been provided by a medical professional. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 19, 2024, mentor received the following additional information: date of birth: (B)(6) 1957. Patient age at the time of event: 66. Ethnicity: not hispanic/latino. Race: white. Approximate date of event: january 01, 2023. Date of implantation: (B)(6) 2009. The suspect medical device was implanted during a breast augmentation revision surgery. The left-sided product identity was provided as the following: size: 400cc. Brand name: mentor memorygel breast implant. Catalog: 3544001. Lot: 5891933. Serial: (B)(6). The patient was scheduled for bilateral breast implant removal without replacements on (B)(6) 2025. This report is for the left breast prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Reason for device explant and/or reoperation: anaplastic large-cell lymphoma, anisomastia. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 24, 2024, mentor received the following clarification regarding the event: the patient underwent bilateral breast implant removal without replacements on (B)(6) 2023. The surgery that was scheduled in (B)(6) of 2025 was for a breast reconstruction revision surgery due to the cancer she had developed. On january 13, 2025, mentor became aware that a check box was not marked inadvertently in follow-up 2. Corrected data: b2 is required intervention should have been check marked as reporting of explantation was submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor breast implant prosthesis. Post-operatively, the patient reported having breast cancer and deformed breasts. It is unclear whether the patient had cancer in both breast or if both breasts are deformed as no further information was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently unavailable. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).